Event description:
Warning message 200m (mapping connections detected) appeared on the carto system. All connections were checked and the catheter was the defective part. There was not any patient harm involved due to this incident.